Manufacturer narrative:
Date of event estimated. The event hematoma was reported to abbott. The patient began to experience weakness and unable to move both legs. The physician elected to remove the entire system all together. No product was implanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported following a system implant, patient developed a hematoma post-op on (B)(6) 2021. In turn, patient experienced weakness and unable to move her legs post-op. As such, the patient underwent surgical intervention on (B)(6) 2021 to remove the entire system. Follow-up identified the patient's hematoma was resolved and patient regained full strength in her legs.